Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon investigation, the right ventricular (rv) lead was noted with oversensing and several non-sustained ventricular fibrillation (vf) episodes. The non-sustained vf episodes were viewed and all revealed noise on the rv and discrimination channels. Each episode was short in duration but resulted in pacing inhibition. No intervention was made. The patient was stable.